Event description:
I had my essure procedure done in (B)(6) 2009. I just found out that I am (B)(6) pregnant. I am so disappointed in this procedure. It has been nothing but problems since day one. Back, side, and leg pain, headaches, depression, nausea, body aches, dizziness, heavy cramping and heavy periods that lasts for 7-10 days. I did this procedure because I liked that it was not as invasive as a regular tubal ligation. However, if I knew it was going to fail, I would have said no. I already have a son (B)(6) and my daughter is (B)(6). Me and my husband had already made up our minds no more kids, especially since I am on medications that can cause birth defects to the baby. I really believed it was all in my head, all the pain and symptoms I had for the last year. I never thought essure was the culprit. I also was not told that there is nickel in the coils not sure if I am allergic to it, I have not found anything to as to whether my tube inserts are still in place or if they are floating around. Feel so frustrated this is happening to me. I have had hormonal imbalances since the procedure thought it was all in my head. I am very frustrated and hope this product gets recalled. I regret recommending this to any of my family and friends. Conceptus needs to be held responsible for this!! Now I will have no other choice but to have a hysterectomy at the age of (B)(6). Praying that the baby will come out healthy and okay. Would never wish this on anyone.